Event description:
As reported, in 2008, this pt underwent endovascular repair of a descending thoracic aortic aneurysm using three gore tag thoracic endoprostheses. Two days post-operatively, the pt experienced partial paralysis. A computed tomography scan showed that the pt had suffered a stroke. The pt is recovering with drug treatment.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this pt: tg3415/05861406. Tg3420/05924588.